Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 183640, vngd ps tib brg 10x71/75mm, lot # 013480. Catalog #: 141273, bmet regenx pri tib tray 71mm, lot # 277760. Catalog #: 141314, biomet finned pri stem 40mm, lot # 818090. Catalog #: 32-486265, 1/8 quick rel drl sterile 2pk, lot # 412170. Catalog # 141357, rgx 3 peg ser a patella 34mm, lot # 165780. Reported event was unable to be confirmed due to limited information received from the customer. The x-rays provided were sent to an hcp for review. From the review, it was noted that no metallosis was found in the right knee. The only abnormalities of the right knee include osteopenia and small effusion. All the components were found intact and properly aligned. The additional review identified a patchy region of lucency proximal to the articular surface of the femoral hardware. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04787.

Event description:
It was reported that the patient was revised due to pain. During the revision it was found that the patella pegs had worn down and that there was metallosis. The site was cleaned and a new palella button implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. This investigation remains closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed via op notes. Review of op-notes identified grossly loose components as well as metal debris impregnated into the tibial bearing and the patella bone. Root cause remains undetermined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right total knee arthroplasty revision approximately four (4) years post-operatively, due to pain and a loose patellar component. During the revision, metal debris was noted in the joint space, along with metallosis and synovitis, and some etching within the trochlea. The patella was removed and replaced with a cemented component.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not removed during the revision procedure. Therefore, this medwatch will be voided.